Event description:
It was reported that merlin programmer exhibited voltage leak and shocks the person trying to use it. The programmer was replaced. There was no patient involved.

Manufacturer narrative:
The field complaint of programmer booting up slowly and unintentional shock could not be verified. The unit was powered on successfully and booted up as expected at time of analysis. During analysis, interrogation was performed successfully with no anomalies encountered. Different menus were browsed on the unit with no issue. No damage was found on components during mechanical inspection. No anomalies found at time of analysis.